Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a lead insulation anomaly was confirmed in the laboratory. Visual inspection of the lead noted excess silicone on the lead body adjacent to the proximal end of the rv shock coil.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation damage was noted proximal to the rv coil upon opening the lead during pre-implant procedure. The lead was replaced.